Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent foreshortened. A 5mmx120mm innova self-expanding stent was selected for implantation in the severely stenosed superficial femoral artery (sfa). After successful implantation of the innova stent, a 5mm x 120mm balloon was used for post-dilation. The physician noticed that the balloon was significantly longer than the innova stent. The length of the implanted innova stent was 107mm which resulted in incomplete coverage of the lesion. No further treatment was performed in the procedure as the patient's funding was limited. There were no patient complications. The patient was stable post procedure.